Manufacturer narrative:
Evaluation summary one delivery system and one capsule were returned to medtronic for evaluation. The devices were visually inspected for external damage. The capsule arrived, detached from the delivery system. The trocar needle was advanced. There was signs of blood and tissue on the returned device. The delivery system was not bent and the plunger was not broken. The plunger was rotated more than 1/8 of a turn. The emergency release on the delivery system was not implemented. Visually, the capsule electrodes were acceptable. The foam gasket was in good condition and the wire that holds the capsule was completely off. The delivery system did not have any visible damage. As the product was received, the device functioned per specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient and intervention was not required. There was nothing unusual about the patient or the procedure. An endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. Lubricant was used to facilitate placement of the capsule and the customer is unsure if any lubricant got into the capsule chamber. A repeat procedure was performed. No other known adverse events were reported.